Event description:
The device was used during a colectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/28/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.